Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a decreased monitoring voltage. Premature battery depletion was alleged. There were no reported adverse patient effects.